Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) fiber optic replacement. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic replacement.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
It was reported that during pm the cardiosave intra-aortic balloon pump (iabp) needs fiber optic replacement. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He replaced fiber optic assembly. Unit passed to factory specification. Returned to clinical staff for use.